Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed various small scratches on the distal end of main tube. Small amounts of material had been removed in this area. Scratches are only found on one side of the main tube. Electrical continuity passed. No other damage found.

Event description:
It was reported that the shaft of the maryland bipolar forceps instrument had splintered. No add'l info was provided. No patient harm, adverse outcome or injury was reported.